Event description:
According to the customer, after applying the dressing for "24 hours" they developed "itching, swelling, and hives to the area of the gel center".

Manufacturer narrative:
According to the customer, after applying the dressing for "24 hours" they developed "itching, swelling, and hives to the area of the gel center". The customer reported that after the incident occurred, they were "placed on 2.5 weeks of corticosteroids" to treat their "contact dermatitis". The customer did not report any serious injury related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.